Event description:
User facility medwatch #(B)(4) reported that, (B)(6) had lthr revised (B)(6) 2012 for metal reaction s/p bthr (B)(6) 2010 for oa (stryker rejuvenate implants). Right hip will also be revised (also rejuvenate modular metal components) after 3-month recovery. Pt complained to surgeon of pain and fevers in (B)(6) 2011; was to follow up with internist for fever. Returned (B)(6) 2012 to surgeon still with pain; fevers resolved. (B)(6) 2012 serum cobalt elevated at 22.b ug/l (wnl >1.0). July 5, 2012 MRI: dehiscence of lateral attachment of posterior capsular repair bilaterally; on right hip results in extensive debris in greater trochanteric bursa. Also on right are low signal intensity deposits, strongly suspicious for metallic deposition in surrounding soft tissue envelope. Add¿l info from user facility report: a (B)(6) female to have rthr revised for metal reaction s/p bthr (B)(6) 2010 for oa (stryker rejuvenate implants). Left. Hip revised (B)(6) 2012 (also rejuvenate modular metal components). Awaiting 3-month recovery s/p right revision. Pt complained to surgeon of pain and fevers in (B)(6) 2011; was to follow up with internist for fever in (B)(6) 2011; was to follow up with internist for fever. Returned (B)(6) 2012 to surgeon still with pain; fevers resolved. (B)(6) 2012, serum cobalt elevated at 22.8 ug/l (wnl >1.0). (B)(6) 2012 MRI: dehiscence of lateral attachment of posterior capsular repair bilaterally; on right hip results in extensive debris in greater trochanteric bursa. Also on right are low signal intensity deposits, strongly suspicious for metallic deposition in surrounding soft tissue envelope.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add¿l info (including x-rays and medical records) has been requested. Should add¿l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 9616680-2012-00752. (B)(4). Add'l info from user facility report: rejuventate. Modular stem. # tmzf size 8.